Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates a crack is observed at the 3 mm luer lock level, a plastic part is missing.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had ¿the syringe cracked around the needle while the doctor was injecting and the product came out.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had ¿the syringe cracked around the needle while the doctor was injecting and the product came out.¿ patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.